Manufacturer narrative:
The na electrode lot number was ars89 with an expiration date of 16-aug-2025. The cl electrode lot number was ask58 with an expiration date of 25-jun-2025. The electrodes were installed on 24-nov-2024. The field service engineer found that the cause was due to an issue with the probe. He replaced the ise sample probe, performed ise testing and mechanical checks, and verified that the instrument was performing with specifications. The customer performed qc and tested samples with successful results. The service actions (replacing the ise sample probe) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 2 patients' plasma samples tested on a cobas pro ise analytical unit when compared to a different cobas pro ise analytical unit. Results for the following tests were affected: sodium (na), and chloride (cl). Sample 1 (patient 1) was tested for na: initial result: 151 mmol/l. Repeat result: 143 mmol/l (tested on another cobas pro ise). Sample 2 (patient 2) was tested for na and cl: na: initial result: 152.9 mmol/l. Repeat result: 141.8 mmol/l (tested on another cobas pro ise). Cl: initial result: 111.5 mmol/l. Repeat result: 101 mmol/l (tested on another cobas pro ise). The customer noticed that the initial results were high. No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct.